Manufacturer narrative:
(B)(6).

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the power factor controller (pfc) 1000 fuse had been shorted and was therefore not charging the batteries for the x-ray or motions. The medtronic representative replaced the fuse and checked the charging voltages on j7, which was within specifications. The replaced fuse was not sent back to the manufacturer for further analysis due to being discarded onsite. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that there was a water leak at the hospital in the room where the imaging system was stored. This occurred over the weekend (B)(6) and the imaging system was exposed to water. The site attempted to use it for the first time since the water leak had occurred and found that the 3d image was grainy and unusable. The surgeon proceeded with the surgery using a different imaging system. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.